Event description:
During the device evaluation, it was observed that the subject device exhibited foreign objects in the air/water-cylinder, tube, and jet tube. Additionally, the nozzle is clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects in the air/water-cylinder, tube, and jet tube. Additionally, the nozzle is clogged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.